Manufacturer narrative:
Secondary IV set model: list no 14230-28 by icumedical. (3)secondary sets are also capped with a (3)spiro. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device pulled from primary line instead of secondary. The customer stated ; "there were multiple instances of these types of events, no harm came to any of the patients, the only issue was a delay in treatment and an increase in patient¿s time spent in the infusion center."